Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was implanted on (B)(6), 2010. During that surgery, a cholesteatoma was removed before electrode insertion. At activation, the pt showed no response. He did not have any acoustic sensation on all channels. According to neurosurgeon's investigation, the pt only has a partial cochlea and the acoustic nerve was partially preserved. The pt was explanted on (B)(6), 2011.